Event description:
Procedure: lap resection of gastric polyp. Reportedly, the staples did not form properly. Procedure was then converted to open per surgeons choice. It was also reported that the case was difficult to begin with and the procedure may have been converted to an open procedure regardless.